Event description:
It was reported that the ligasure "failed to cut and coagulate during the procedure." There was no history of injury reported by the user facility.

Manufacturer narrative:
The complaint device was lost in transit by the shipping company and was never received by stryker sustainability solutions. Therefor a device evaluation could not be performed. It is possible that the device was used in a way that would affect the sealing and/or cutting ability. The instructions for use (IFU) for reprocessed hand activated sealer/divider states: ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿grasp the intended vessel and/or tissue in the center of the jaws. To avoid incomplete vessel sealing, do not grasp tissue beyond the electrode surface; do not place tissue in the jaw hinge.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient.¿ ¿keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿verify compatibility of all instruments and accessories before the beginning of the procedure.¿ ¿with the barcode on the ligasmarttm connector facing up, firmly insert it into one of the hand activated sealer divider receptacles under the right ligasure touch screen on the energy platform front panel.¿ ¿place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge.¿ ¿the user must select the appropriate bar setting to achieve the desired tissue effect.¿ ¿do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.¿ ¿do not attempt to seal over clips or staples as incomplete seals may be formed.¿ the device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2013-00015 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.